Manufacturer narrative:
The expedium quick connect si poly screwdriver was returned for evaluation. Visual inspection noted that the distal tip of the device had fractured. Optical imaging revealed evidence that suggests that the driver was subjected to a quasi-static torsional overload. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined however the fracture analysis suggests that the driver experienced higher than anticipated torsional forces likely occurring during screw placement. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Tip of polyaxial screwdriver broke off inside the polyaxial screw. The polyaxial screw was removed by the surgeon. Second occurence of screwdriver tip breakage occurred on a second screw. Screw was left in the patient. Tip of screwdriver remained inside the female recess of the bone screw.